Event description:
It was reported that the pump battery could not be charged intermittently with the tandem-provided charging supplies. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.